Event description:
Information received indicates the head panel is not going up.

Manufacturer narrative:
The technician replaced the head up valve and then found the head section would drift. The technician replaced the head down valve and adjusted the CPR lever to repair the bed.